Event description:
An in-stent stenosed rca ostium lesion was predilated with a 2.0 x 15 maverick, a 2.75 x 15 maverick and a 3.5 x 15 maverick. As reported, the cutting balloon was inflated to 10 atm on the first inflation, on the second inflation 11 atm and then the balloon burst. The physician was unable to remove the balloon for over 20 minutes. After pulling very hard, the balloon releasd. A taxus stent was then placed.